Event description:
The customer stated an architect i1000sr analyzer generated a false positive bhcg result for one patient sample. The architect generated an initial bhcg result of 30 miu/ml and a repeat result of 0 miu/ml. The false positive bhcg result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay and/or the architect (B)(4) assay (list number 6c29). This occurs due to reagent mediated sample carryover of high b-hcg samples caused by the architect rubella igg assay specific diluent component or the architect (B)(4) micorparticle component on an architect i1000sr system. Architect rubella igg is currently being reformulated.